Manufacturer narrative:
Revision occurred approximately 28 days after the primary surgery due to loosening. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026, approximately 28 days after the primary which occurred on 21-apr-2026. No fall or other trauma was reported. Based on comparing usage forms only fx v135 stem ta6v ø32/10 cementless ti/ha and humeral cup standard pe/ta6v ø32/+3 was explanted due to loosening and replaced with fx v135® humelock stem ta6v ø32/12 l. 120mm cementless ti/ha, cortical screw ta6v ø4.5mm l.34mm, cortical screw ta6v ø4.5mm l.34mm, humeral cup stability pe/ta6v ø32/+3, cortical screw ta6v ø4.5mm l.26mm and cortical screw ta6v ø4.5mm l.24mm.